Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified shunt. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon third inflation at 6 atm for 30 seconds. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and patient was good post procedure.